Manufacturer narrative:
The customer's meter and test strips ahve been requested for investigation. A follow up report will be submitted if the products are recieved.

Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash blood glucose monitor. The customer obtained readings of 1.4mmol/l and 7.6 mmol/l within a ten minute timeframe. When plotting each reading against the average on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.